Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was suddenly no longer able to hear with her vibrant soundbridge. An accident or impact is not known. Exchanging the external parts did not improve. The patient was reimplanted on (B)(6) 2011. Rtf measurements done before and during the surgery did not show any response signals.